Event description:
Several hours following a tracheostomy change, the patient's blood oxygen levels began to desaturate. The 911 was called and the patient was transported to the hospital. Upon subsequent trach change, it was noted the cuff was found to be leaking. The trach was discarded.

Manufacturer narrative:
Age at the time of event: pediatric. Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.